Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/pneumothorax. On the first firing of the bulla resectioning, the surgeon felt something strange but was able to fully fire the device. The black return knobs could not be retracted. To correct the issue, the surgeon resected additional tissue, and was able to remove the reload that was locked on patient tissue. No tissue damage or bleeding occurred. Surgical time was extended by 30 minutes or less. The sales rep noticed the anvil of the cartridge was opened wider than usual. Patient status is no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional testing indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The interlock was overridden and the reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The anvil of the cartridge was also opened wider than usual.